Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas via e-mail alleging that the pump turns off at random on its own. Customer technical support (cts) made several attempts to reach the patient for troubleshooting, and was finally able to speak with the patient on (B)(6) 2013. The patient stated that the pump shuts off without notice and the issue has been occurring for several months. The patient stated that the most recent power loss occurred on (B)(6) 2013. The patient denied any issues with blood glucose. The patient stated he is still using the pump. Cts advised the patient to stop insulin pump therapy and go on a back-up plan for insulin delivery until a replacement pump is received. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: evidence of rebooting was observed in the black box history. Visual observation of the pump confirmed no damage to the battery cap or compartment. During testing, the cap attached securely and the pump powered on appropriately. The pump was exercised for 24 hours with no power interruptions occurring. During investigation, the pump was opened and the power circuit was inspected; no damage/defect was found. The alleged power issue was verified in the history but could not be duplicated during investigation. Unrelated to the complaint, evidence of time/date reset was observed in the pump history. Inspection of the internal battery revealed it was leaking.